Event description:
It was reported by a healthcare provider that the patient was hospitalized for approximately five days with diagnosis of diabetic ketoacidosis. Reportedly, the patient was admitted on (B)(6) 2026 and discharged on (B)(6) 2026. The healthcare provider did not provide additional details regarding the event and multiple good-faith efforts to contact the patient were unsuccessful. Information regarding the duration of pod wear, associated symptoms, and treatment received during hospitalization was not reported. No additional information is available.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone15.4. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.